Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was 114 mg/dl. The customer was disconnected during prime. The drive support cap was not damaged. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor alarm. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. Stained address/serial number label and stained end cap sticker.